Event description:
It was reported that patient underwent a hip arthroscopy procedure that utilized an anchor on (B)(6) 2015. During the procedure, the inserter portion of the anchor fractured multiple times. There was no harm to the patient nor did any pieces fall into the patient. Another anchor was available to complete the procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly.